Event description:
It was reported that maxplus positive pressure connector leaked. The following information was provided by the initial reporter: it was reported that, a rn lifted the PICC line up and there was liquid around the port. Describe the event or problem: rn was repositioning patient for an x-ray. Upon repositioning and leveling patient's bed, rn felt blanket wet to touch and the PICC line was lying on top of the wet spot. Rn lifted the PICC line up and there was liquid around the port as well. Connector changed and cracked easily identified in defective connector. What was the original intended procedure?: IV fluid fusion.

Manufacturer narrative:
Due to no photo or sample being received, the customer's complaint of leakage could not be verified. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that maxplus positive pressure connector leaked. The following information was provided by the initial reporter: it was reported that, a rn lifted the PICC line up and there was liquid around the port. Describe the event or problem: rn was repositioning patient for an x-ray. Upon repositioning and leveling patient's bed, rn felt blanket wet to touch and the PICC line was lying on top of the wet spot. Rn lifted the PICC line up and there was liquid around the port as well. Connector changed and cracked easily identified in defective connector. What was the original intended procedure?: IV fluid fusion.